Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to field:h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. The olympus technical assistance center advised the user to test other scopes to see if the error shows up. Using the other scopes, the error does not show up, except with one scope. He recommended the customer to send the scope in for repair. The customer was transferred to the repair center. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed scope communication error code (b30). There were no reports of patient harm.